Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: electrical fault. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a psi-tec iii aspirator, 110v shut down during procedure. It was reported that the fuses were checked, and were verified to be blown. They attempted to resolve the issue by replacing the fuses; however, the issue persists. No information was provided suggesting any surgical complications or procedural delays.